Event description:
A garbin evo linde ventilator was returned to a third-party service center for service due to an allegation of test failure. No test procedure was specified. There was no harm or injury reported. The device was not in patient use. During the evaluation of the garbin evo linde device at the third-party service center, a ventilator inoperative error code was discovered in the device's event log. The technician performed a blower calibration to fix the issue. Additionally, an evt_mcl_foc_shutdown error was discovered in the device's event log and was fixed by power cycling the device. The device's muffler assembly, air inlet foam filter and particulate filter were replaced due to 4-year preventive maintenance performed. Internal and external battery does not need to be replaced based on the battery assessment results from service tool. One in-line filter prox was contaminated and replaced. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.